Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion. It was also reported there was no patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The investigation revealed corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion, thus confirming the reported symptom (fluid intrusion). This condition caused the components to fail (specific component not identified) rendering the unit irreparable. The device was removed from service.